Manufacturer narrative:
If the eli 380 device loses connection to the wireless network, the device is unable to transmit or receive EKG¿s. This failed connection may result in a delay of patient treatment which may cause or contribute to a serious injury or death. Therefore, hillrom is reporting this alleged connection failure as a product malfunction. Hillrom made three contacts to the account and the account did not provide any information regarding any alleged injury to the patient. The account stated their staff is unable to remember the exact day and specific details of the alleged event. Based on this information, no further action is required at this time.

Event description:
Hillrom received a report from the account stating that during a patient's arrival to the emergency department, the end user started to perform an ECG with the eli 380 device. During the ECG, connection of the eli 380 to the wireless network was lost, and a delay in ECG completion and physician review was noted. The device was located in the emergency department at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).